Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "nodules and lumps" and ¿granuloma¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: adverse events: postmarket surveillance ¿the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. Instructions for use: ¿the injection technique of juvéderm® ultra plus injectable gel with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered may vary. A linear threading technique, serial puncture injections, or a combination of the two have been used to achieve optimal results. If juvéderm® ultra plus injectable gel is injected too superficially, this may result in visible lumps and/or discoloration.

Event description:
Healthcare professional reported injecting a patient in the nasolabial folds with 1 syringe of juvéderm vollure¿ xc. After 4 months, the patient observed tiny bumps that went away. The patient then got juvéderm® ultra plus into the nasolabial folds again and some in the cheeks at an unspecified time later. After 1-2 months, the patient got nodules and lumps in the nasolabial folds. The patient was then biopsied at an unspecified time and the result confirmed a granuloma. No treatment was given. This is the same event and the same patient reported under MDR ID #3005113652-2018-01119 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® ultra plus, also a device manufactured by allergan.